Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional procode: hrx. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the event in question was a revision surgery to remove a non-synthes large frag type plate. A piriformis recon nail was implanted. Insertion of the nail was performed with no issue.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.404.035, lot h887255: release to warehouse date: april 09, 2020. Supplier: (B)(4). The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: visual inspection of the complaint device showed no defect. The relevant drawings were reviewed; no design issues or discrepancies were identified. There was no broken defect identified on the device. The external diameter of the auger component (mating feature to ria reamer head) was measured to check the dimensional accuracy and was found to be conforming. This complaint is not confirmed as the shaft had no defects identified. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while using the reamer irrigator aspirator (ria) 2 the reamer head broke from the shaft. Everything was set up correctly, running correctly, a correct technique was being used. After passing the isthmus of the tibia is when the reamer head snapped from the shaft. Fragments were dislodged in the distal tibia, unable to retrieve. There was no surgical delay reported. The procedure was successfully completed. The patient outcome was unknown. Concomitant devices reported: ria 2 reaming kit 520mm sterile (part# 03.404.001s, lot# 58p9744, quantity# 1). This complaint involves 2 devices. This report is for 1 drive shaft for ria 2 520mm. This is report 2 of 2 for (B)(4).